Manufacturer narrative:
During evaluation of the ventilator at a third party service center, a failure of the display screen was found. The device's lcd screen was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the ac inlet connector was found to be broken. The device's ac inlet connector was replaced to address the issue.